Event description:
After an implantation period of approx. 136 months, battery failure was reported. Device remains implanted at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The analysis revealed an unexpected battery behavior. The root cause for this observation was not determinable based on all data available for analysis. It was reported that the pacemaker was explanted and disposed on site. Should additional relevant information or the device itself become available, the investigation will be updated.